Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 467mg/dl. The customer treated with insulin. Customer indicated that their doctor has been contacted and their blood glucose value was also 467mg/dl at the time of the call. Troubleshooting was performed and found that the customer previously changed the set but the high blood glucose did not go down. Customer changed the set on the phone and pump was able to prime. Troubleshooting found air bubbles in the tubing and assisted customer to remove them. There were no leaks, site or insulin issues. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.